Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A previous review of the device history records for the 1889611 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1889611 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A previous review of the device history records for the 1889611 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/14/2016 - pfs and medical records received. After review of the medical records for MDR reportability, surgeon noted in revision op note that patient had extensive heterotopic ossification present surrounding femoral prosthesis, neck, and anterior femoral cortex, limiting flexion and extension, and "main culprit for his excessive pain". Went on to state that he "did not see any evidence of corrosion and foreign body reaction to metal on metal articulation". There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges pain, discomfort and difficulty ambulating.

Manufacturer narrative:
Update rec'd 12/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt-chromium metal ions, and inflammation. An unknown stem is being added to address toxic cobalt-chromium metal ions. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis. Updated doi.